Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the 500's mg/dl with diabetic ketoacidosis. Reportedly, the contact believed that the pump was not delivering insulin properly. The customer left the ER with a bg level of 198 mg/dl and was transferred to the hospital. Reportedly, the cartridge leaked from an unspecified location and it was reported that the room smelled like insulin. Additionally, the customer reported that the basal and bolus setting were changed. However, the customer did not confirm if this was prior to or after the hospitalization. The customer was treated with insulin and intravenous drip. Reportedly, the customer reverted to manual injections as alternate insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified. Investigation could not be completed and was unable to be confirmed for the leaking cartridge as the cartridge was not returned for evaluation.